Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex meshes on (B)(6) 2011 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with multiple incarcerated incisional hernias thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿the hernia defect was identified and the sac was trimmed. Another larger hernia defect was noted and contain incarcerated intrabdominal fat were reduced. The sac was excised. A large ventralex mesh (device 1) was placed to cover both defects and secured using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent incarcerated incisional hernia and abdominal pain thereby underwent open repair with implant of ventralex mesh (device 2). Per op notes, ¿the previous mesh (device 1) was identified and intact. The recurrent hernia sac with incarcerated omentum was noted. The sac was opened and the omentum was reduced intraperitoneally. A ventralex mesh (device 2) was placed and secured using prolene sutures.¿ (B)(6) 2012 - patient was diagnosed with bile reflux, gastritis and mild duodenitis thereby underwent esophagogastroduodenoscopy with biopsy of the antrum and body of the stomach.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data : a2, b4, b5, b6, b7, d3, d4 (product catalog no, UDI no), g3, g6, h2. H6, h10. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex meshes on (B)(6)2011 and (B)(6)2011. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.